Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that it was unknown why the device turned off and gave the end of service message. The patient was still trying to coordinate with a surgeon to schedule a replacement surgery. The issue was resolved and the patient noted they had no pain coverage as the device was off.

Manufacturer narrative:
Corrected to adverse event and product problem. Was product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their implantable neurostimulator (ins). It was reported that patient is getting end of service (eos) on their patient programmer (pp). Eos on pp. Patient stated she had implant checked in (B)(6) 2019 by a manufacturer representative and rep said the implant was good for another year and half. Implant was working 3 weeks ago and she had a CT done and she was able to turn ins on/off. Patient never turns off her implant unless she is having a procedure. Patient states she is getting ready to have some other test done and she can't turn off ins so she can't have the test done. Patient's pain has been increased for the last 2-3 weeks. Patient was redirected to their hcp. No further complications were reported.